Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced st segment changes with a significant drop in blood pressure. The 2 biopsied lesions were both in the right upper lobe. The ion portion of the procedure was completed and as the physician was proceeding towards staging with ebus, the patient experienced st segment changes with a significant decrease in blood pressure. Epinephrine was administered and the rapid response team was called. The patient remained intubated and was transferred to the ICU. An EKG was expected to be performed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 24-aug-2023, a system log review cannot be performed because the system logs are not available.